Event description:
It is reported that the patient was revised due to pain and dislocation. Metallosis was noted during the revision.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. X-rays were not provided; it is unknown if the components were implanted with acceptable fit and orientation. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. With the information provided, a root cause cannot be determined. Review of the device history records confirmed the devices were conforming to specification at the time of manufacture. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution ot the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.